Event description:
It was reported that, one week post-tonsillectomy, the patient returned to the outpatient clinic with postoperative bleeding at left tonsillar fossa. The patient was readmitted and had suturing procedure under general ansthesia. The generator used on the procedure worked well with other ligasure handpieces. During the initial procedure, activation tone and end tones were heard.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one week post-tonsillectomy, the patient returned to the outpatient clinic with postoperative bleeding and it required reoperation. The generator used on the procedure worked well with other ligasure handpieces. During the initial procedure, activation tone and end tones were heard.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.